Event description:
Head, liner and shell were revised. The accolade stem was left in situ. The reason for revision was that the ceramic liner had fractured and plan a was to change head and liner.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.